Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and genital haemorrhage ("unusual bleeding genital") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place and fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and genital haemorrhage ("unusual bleeding genital") in an adult female patient who had essure (batch no. A66585-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstruation/ unusual menstrual cycle") and pelvic pain ("pelvic pain- sharp and stabbing"). The patient was treated with midol [acetylsalicylic acid,caffeine,cinnamedrine,phenacetin], cholesterol, lisinopril, hydrochlorothiazide, ciprofloxacin, surgery (laparoscopic supracervical hysterectomy , bilateral salpingectomy cystoscopy.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, menstrual disorder and pelvic pain had resolved. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. Patient received midol as a treatment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place and fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and genital haemorrhage ("unusual bleeding genital") in an adult female patient who had essure (batch no. A66585) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstruation/ unusual menstrual cycle") and pelvic pain ("pelvic pain- sharp and stabbing"). The patient was treated with midol [acetylsalicylic acid,caffeine,cinnamedrine,phenacetin], cholesterol, lisinopril, hydrochlorothiazide, ciprofloxacin, surgery (laparoscopic supracervical hysterectomy , bilateral salpingectomy cystoscopy.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, menstrual disorder and pelvic pain had resolved. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. Patient received midol as a treatment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place and fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs and medical records received. Reporters received. Event pelvic pain was added; events outcome was added as recovered. Concomitant medications and concurrent diseases were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.